Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer states that: "the device failed right in the middle of an examination and is showing the error: "digital image processing is not ready." We then have to delete two pts before being able to continue with the examination."